Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians event description, the root cause for the complaint event is most likely related to the patients anatomy (i.e. Severe calcification).

Event description:
A pk papyrus covered stent system was selected for treatment of dissection occurred during rotablation of a highly calcified lesion in the proximal moderately tortuous rca. The device could not cross the lesion and was attempted to be withdrawn. During withdrawal the stent dislodged in the y-connector. Another pk papyrus was used to seal the dissection.